Event description:
It was reported that in 2002 or 2004 one of the patient's leads broke. Instead of replacing the lead the hcp implanted a whole new system in the patient's buttocks, leaving her with one implant in her buttocks and one on her side. Another hcp ¿straightened it out¿, and it was reported that they took the ins out of her buttocks and hooked the lead to the ins that was in her side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).